Manufacturer narrative:
(B)(4). Date sent: 9/29/2023 d4: batch 6368c91 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. In addition, the knife was cleaned due to it was very dirty. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no malformed staples were noted and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 368c91, and no non-conformances were identified.

Event description:
It was reported by that during a gastric bypass procedure that there was a significant amount non formed staples in one row. There was an additional 10-15 mins that was added to case. No buttress was used.

Manufacturer narrative:
(B)(4). Date sent: 8/25/2023. D4: batch # unk. Additional information was requested, and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) None what is the most current patient health status? Unknown please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). William dye ¿ ethicon rep present during case which firing in the procedure did the event occur? The jj/common channel what color cartridge was used? White which row was unformed, closest to knife blade or furthest from the knife blade? Furthest (only on one side) were any unusual noises heard during firing? No unusual noises attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.